Event description:
Related manufacturer reference number: 3006705815-2023-01025. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient was experienced ineffective therapy due to high impedance was reported to abbott. As a result, the left lead was replaced to address the issue. The ipg was electively replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention occurred on (B)(6) 2023 where the left lead was explanted and replaced. Effective therapy was restored post procedure.